Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The following day, the patient was hospitalized for the event. On the same day, the patient began treatment with inj vancomycin (1gram, once in 4 days) and inj fortum (1gram, once daily (od)) intraperitoneally (ip) for peritonitis. On an unreported date, the patient fluid was found to be clear. At the time of this report, the patient was recovered from the peritonitis event and pd therapy was ongoing. No additional information is available.